Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in right eye post treatment. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurry vision for the last 2 weeks post treatment and that healing in right eye was not as well as in left eye. Bcva from (B)(6) 2015: right eye pre-op 20/20 -.25 x -2.25 x 88, left eye pre-op 20/20 -.25 x -2.25 x 91. It was reported on (B)(6) 2015 patient returned to center and had a flap lift and rinse performed in (B)(6) 2014. Bcva from 4/30/2015 right eye post-op 20/30 left eye post-op 20/20 both eyes 20/20 it was reported that event is not disabling or significantly interfering with daily activities.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder .